Manufacturer narrative:
This report is submitted on 23 june 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient was placed under general anaesthesia and underwent skin revision surgery to change the abutment.